Event description:
The customer reported via phone call that they were experiencing¿high¿blood¿glucose. ¿blood¿glucose¿level at the time of the incident was¿ 454 ¿mg/dl. The customer reported that tubing had detached. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose. No further patient complications were reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.